Manufacturer narrative:
Submit date: 11/23/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with defibrillation electrodes. The customer reports that the pads were placed on the patient, and then the health care professionals noticed that a zoll connector was attached to the lead wires instead of the physio-control connector. Immediately, they opened-up a new pack of pads and placed them on the patient. These pads contained the proper physio-control connector. The new pads were used to shock the patient. The patient ended up dying. The customer stated that she does not feel the issue with the connector on defibrillator pads had anything to do with the patient's death, as there was no real delay in treatment. The customer further reported that the patient was in v-fib arrest, initial pads placed, incorrect connection, removed and 2nd set placed, rhythm still vfib, shocked once into asystole.

Manufacturer narrative:
Submit date: 02/08/2016. The device history record review showed that the product had met all defined acceptance criteria inspections during the production process. One electrode set in an opened product pouch was returned by the customer for this complaint. A visual examination of the returned electrodes was performed. The electrode set was not a 1310p product. The returned complaint sample was identified to be a kendall 20660 defibrillation electrode which is for a philips heartstream defibrillator, not a zoll as reported by the customer. The kendall 20660 is not manufactured at the same medtronic facility as the 1310p. The design and components of the complaint sample are not the same as those of the 1310p product. Therefore, the sample that was provided for this complaint could not have been inside the 1310p product pouch provided. Therefore, the reported condition is unconfirmed. Two electrode products were reported to have been opened during the incident but only one set of electrodes and one pouch were returned for the investigation. The most likely root cause for the reported issue is that the customer had different electrode defibrillator products stored together, one being the kendall 20660 defibrillation electrode which was opened first and found to be incompatible with the customer¿s defibrillation unit. The second set of electrodes that were opened and used on the patient was most likely to be the 1310p electrodes, which are the correct electrodes to use with a physio control defibrillator unit. Since this complaint is unconfirmed and no complaint trend exists, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.